Event description:
The manufacturer received information alleging the oxygen (o2) flow sensor had failed during preventative maintenance on a trilogy 202 device. The device was not in patient use at the time. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk. A philips remote service engineer (rse) assisted the customer on this issue. The philips rse provided information on having the device sent in for repairs. The customer was emailed the information, but the customer elected not to have repairs made to the device for this issue. The customer informed the philips rse that they will elect to remove the device from service. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower motor was replaced to address the issue.